Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was selected for ultrasound examination of the target lesion. As the opticross catheter was being flushed, a hole in the sheath near the telescope was noticed. Another of the same device was used to complete the procedure successfully. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was selected for ultrasound examination of the target lesion. As the opticross catheter was being flushed, a hole in the sheath near the telescope was noticed. Another of the same device was used to complete the procedure successfully. There were no patient complications.

Manufacturer narrative:
The returned product consisted of the opticross hd imaging catheter. Visual inspection of the device revealed that the sheath assembly was kinked. Microscopic examination showed there was a bubble in the anchor housing. The device was then put through functional testing, and the catheter was not able to be flushed normally due to a leak in the anchor housing. All compiled information on this investigation determines that the most probable cause is: manufacturing deficiency.